Event description:
Account stated they obtained 50 pt uric acid results that were around 0.5 to 1.0 that were in the normal range when repeated. The incorrect result was not used to guide therapy. The field service rep found the flow to the stir paddles was inadequate and repaired the instrument by increasing the flow.